Event description:
It was reported that (3) devices were used during a laparoscopic appendectomy. It was reported by the rep that the surgeon attempted to use the tsw35 to transect the appendix. He squeezed the white trigger to box tissue into place and then went to pull the second trigger to fire, but nothing happened. The surgeon then opened another tsw35 and began to follow the same firing sequence. This time the device released unformed staples. At this point surgeon then opened a tsb35 and followed the same firing sequence, but the device did not fire properly. No other details are available and product was not released to representative per risk management. There was an extended or time of 7 minutes. 01/23/2001 user facility medwatch received #3900440000/2001/0004.